Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as surgical impact opening (shell thickness was within specification). Additional observations: stress mark observed.

Event description:
Healthcare professional reported right side rupture confirmed with an MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture confirmed with an MRI.

Event description:
Healthcare professional reported right side rupture confirmed with an MRI. Device remains implanted.